Event description:
It was reported that patient underwent total hip replacement surgery in 2006, during which he received a durom acetabular component. Post-op, patient has been experiencing pain and reports cup is loose. Surgeon has recommended revision surgery, which is scheduled for 2009.